Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain / horrible pains"), inflammatory bowel disease ("inflammatory bowel syndrome") and genital haemorrhage ("constant bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis in 2001, cholecystectomy in 2010, multigravida and parity 3 ((B)(6) 1997; (B)(6) 2011; (B)(6) 2013.). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy / hypersensitivity") with malaise, abdominal distension ("bloated"), pruritus ("itchy") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), gait inability ("unable to walk"), anxiety ("mental anguish and suffering"), abdominal pain lower ("cramping") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent tubal ligation and a hysterectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain lower had resolved and the inflammatory bowel disease, abdominal pain, weight increased, gait inability, allergy to metals, abdominal distension, pruritus, nausea, anxiety and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, endometriosis, fatigue, gait inability, genital haemorrhage, inflammatory bowel disease, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for constant bleeding, weight gain, , unable to walk, sick in bed daily, severe and persistent pain, i.b.s(interpreted as inflammatory bowel syndrome). Current weight: 135 ibs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. In (B)(6) 2013 underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on 20-jul-2018: the case will be deleted from bayer pv database because this is a duplicate from 2015-407104 case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain / horrible pains"), inflammatory bowel disease ("inflammatory bowel syndrome") and genital haemorrhage ("constant bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis in 2001, cholecystectomy in 2010, gravida ii and parity 3 ((B)(6) 1997; (B)(6) 2011; (B)(6) 2013.). Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced inflammatory bowel disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy / hypersensitivity") with malaise, abdominal distension ("bloated"), pruritus ("itchy") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), gait inability ("unable to walk"), anxiety ("mental anguish and suffering"), abdominal pain lower ("cramping") and endometriosis ("endometriosis"). The patient was treated with surgery (underwent tubal ligation and a hysterectomy). Essure was removed in 2013. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain lower had resolved and the inflammatory bowel disease, abdominal pain, weight increased, gait inability, allergy to metals, abdominal distension, pruritus, nausea, anxiety and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, endometriosis, fatigue, gait inability, genital haemorrhage, inflammatory bowel disease, nausea, pelvic pain, pruritus and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for constant bleeding, weight gain, , unable to walk, sick in bed daily, severe and persistent pain, i.b.s (interpreted as inflammatory bowel syndrome). Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. In (B)(6) 2013 underwent hysterosalpingogram. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.